Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having had their blood pressure taken at 2 different blood drives and their pulse rate was indicated to be lower than their programming lower rate. The patient thought that something was not working. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.